Event description:
It was reported that the customer's insulin pump was shutting off without a prior alert indicating on the screen. His/her blood glucose level was 100 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off on power alarm noted. The insulin pump passed unexpected restart test. No pump shutting off, blank display or unexpected restart noted during testing, however the battery tube was corroded. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.